Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. Based on an investigation conducted under pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection also revealed contamination in power ports 1 and 2. Functional testing revealed that the power ports perform a proper mating and locking action when a power source is connected. Log file analysis revealed a controller power up event on 09/jan/2020, at 05:30:31. The data point prior to the loss of power revealed that bat595796 was connected to power port one (1) with 95% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat595796 was connected to power port one (1) and bat595797 was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported event was confirmed. The most likely root cause of the observed contamination can be attributed to the handling of the device. A possible root cause of the loss of power and alarms can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power. When the patient disconnected the ac adapter from the controller, they heard an alarm, and the display was blank. The ac adapter was reconnected to the controller, but the controller did not restart. The controller was exchanged. No patient complications have been reported as a result of this event.